Event description:
It was reported that the ilet user experienced hyperglycemia after eating an apple and a burger without announcing the meal, with continuous glucose monitor (cgm) readings rising to approximately 310 mg/dl before trending downward. The caregiver questioned why the pump delivered about 4 units over 20 minutes, and it was explained that dosing was based on cgm data every five minutes while glucose was still rising, after which insulin delivery decreased as a downward trend appeared. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface as the involved component due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.